Manufacturer narrative:
Concomitant medical devices: 694758, lead, implanted: (B)(6) 2009; 5076-52, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a stable but low pacing impedance trend was noted on the left ventricular (lv) lead and an alert for the low impedance was ultimately triggered. The lead remains in use. No patient complications have been reported as a result of this event.